Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent capture. The rv lead remains in use and revision will take place in the future. No patient complications have been reported as a result of this event.